Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "predictive hyperglycemia and hypoglycemia minimization: in-home double-blind randomized controlled evaluation in children and young adolescents", the primary objective was to evaluate the feasibility, safety, and efficacy of a predictive hyperglycemia and hypoglycemia minimization (phhm) system vs predictive low glucose suspension (plgs) alone in optimizing overnight glucose control in children 6 to 14 years old. Twenty-eight participants 6 to 14 years old with type 1 diabetes were randomized per night into phhm mode or plgs-only mode for 42 nights. The medtronic 670g insulin pump was used for the trial. Prior to randomized system use, 1 participant had prolonged interruption of insulin delivery and associated hyperglycemia after failing to follow manufacturer¿s instructions and when inserting a new cartridge. Another participant experienced unintended automated insulin delivery leading to hypoglycemia (51 mg/dl) that required carbohydrate rescue but did not meet study criteria for severe hypoglycemia. The apparent cause of the hypoglycemia was corruption of a wireless bolus command due to electromagnetic interference, with failure of the manufacturer¿s cyclic redundancy check (crc) to detect the corruption and subsequent delivery of a 6.4ubolus rather than the intended 0.075u. During the randomized system use period, 1 participant reported an infusion site infection. There were no cases of severe hypoglycemia, diabetic ketoacidosis, or other serious or study-or device-related adverse events during the trial. No troubleshooting occurred for any of the alleged malfunctions or hypoglycemia incidents. The insulin pumps were not returned to medtronic for analysis.